Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the user experienced a high blood glucose of 36 mmol/l. The user alleged the insulin pump was under delivering insulin. The reservoir will not be returned for analysis.